Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the dc voltage was not giving output from the ac-dc conversion power supply unit installed at the bottom of the m cabinet, which controls the entire system. As a result, the power of the hub, which is a communication relay point with each cabinet, was not turned on and the issue occurred. The fse replaced the power supply unit. The defective part was returned to philips for further analysis. The analysis confirmed that there was power supply defect. Following the replacement of the power supply unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.